Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the packaging appeared fine, but the plastic tray for the introducer was melted and the contents were "jumbled" at the bottom of the tray. No patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: introducer: the analyst noted that the package was received partially opened. The product tray has what appears to be some heat or thermo damage. It cannot at this time be determined when or how this occurred. The package contained 3 slitters, guidewire, needle, syringe, and introducer. All items appear unused. The device will be sent to the original equipment manufacturer for further analysis.